Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper and lower abdomen on (B)(6) 2016 using coolcore and to the bilateral flanks on (B)(6) 2017 using coolcurve. Treatment was given to the upper abdomen using coolcore and flanks using coolcurve (B)(6) 2017. Treatment was given to the upper and lower abdomen using cooladvantage, coolcore and flanks using cooladvantage, coolcurve+ on 13-apr-2018. The patient developed paradoxical hyperplasia (pah/ph) 30-60 days after the last treatment and was diagnosed in the upper abdomen and flanks on (B)(6) 2018. Ph was described as firm, dense, thick tissue and visibly enlarged.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper and lower abdomen on (B)(6) 2016 using coolcore and to the bilateral flanks on (B)(6) 2017 using coolcurve. Treatment was given to the upper abdomen using coolcore and flanks using coolcurve on (B)(6) 2017. Treatment was given to the upper and lower abdomen using cooladvantage, coolcore and flanks using cooladvantage, coolcurve+ on (B)(6) 2018. The patient developed paradoxical hyperplasia (pah/ph) 30-60 days after the last treatment and was diagnosed in the upper abdomen and flanks on (B)(6) 2018. Ph was described as firm, dense, thick tissue and visibly enlarged.